Event description:
A data error alert occurred, reported by the customer after receiving the pump. The customer's blood glucose level was 204 mg/dl. The customer continued to use the pump for insulin therapy.